Manufacturer narrative:
The device is not available for evaluation. The device history records were reviewed and there were no discrepancies that relate to the reported event. Posterior capsular bag rupture, vitreous hemorrhage, and need for vitrectomy are listed in the device labeling as known inherent risks of cataract and glaucoma surgery. (B)(4).

Event description:
Initial information reported to glaukos stated that the istent was unable to be implanted due to compromised visibility from heme. No injury was reported at this time. Additional information was requested and the surgeon provided the following additional information. Attempted istent implantation was performed prior to phaco/cataract extraction. During attempted implantation of the istent, additional viscoelastic was used to clear the heme. Despite multiple attempts to clear the view with viscoelastic and irrigation/aspiration, some degree of hyphema persisted that made the view difficult for cataract surgery. Implantation of the istent was aborted and the surgeon proceeded with the phaco/cataract portion of the procedure. During cataract surgery the posterior capsule tore and the lens nucleus fell into the vitreous. With the posterior capsule open the hyphema spread into the vitreous. The patient was referred to a retina specialist who performed a vitrectomy and removed the nuclear fragment. At last report the patient was doing well with an excellent prognosis.